Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp groshong. During the procedure the lock buckle falls off with a slight pull. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two videos were provided for review. The first video shows a clinician pulling a catheter loaded with cathlock attached to a powerport. The second video shows a surgery set up and the clinician is noted to display an implanted powerport with partially visible catheter loaded with cathlock. The clinician is noted to pull the cathlock and the cathlock is noted to come off easily while the catheter remains attached. Therefore, the investigation is confirmed for the reported cathlock detachment issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp groshong. During the procedure, the lock buckle falls off with a slight pull. The procedure was completed using another device. There was no reported patient injury.